Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was a huge resistance when attempting to inflate the balloon. The user found it difficult to inflate the balloon. The surgeon used another device to proceed with the surgery without any further issues. There was no reported adverse event or patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional or visual abnormalities. The reported condition was not confirmed. The device functioned normally. Should new information become available, the file will be re-opened and reassessed at that time.